Event description:
It was reported that a patient's right ventricular (rv) lead was oversensing t waves after biventricular pacing. Reprogramming resolved the t wave oversensing after biventricular pacing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4469, lead, implanted: (B)(6) 2014. (B)(4).